Manufacturer narrative:
Date sent to FDA: 5/5/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent emergency repair of a recurrent incisional hernia and small bowel resection on (B)(6) 2015 during which the surgeon noted a significant hernia defect above the old defective mesh, as well as an obvious gangrenous small bowel with obvious area of perforation. It was reported the patient experienced chronic infection, bowel obstruction, bowel perforation, nausea, vomiting and intractable abdominal pain. No additional information is provided.